Event description:
New information received on (B)(4) 2019 indicates that the patient's lead had exhibited lead noise and over-sensing. No symptoms were reported and the patient tolerated the procedure well. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was capped and replaced on (B)(6) 2019 due to over-sensing. No further information was available.